Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic because they were experiencing pain and a burning sensation around the implant site. The implantable pulse generator (ipg) was checked, but the source of the discomfort could not be identified. The ipg remains in use. It was observed that the right ventricular (rv) lead exhibited high thresholds and t-wave oversensing (twos), and the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The rv lead and the ra lead remain in use. No further patient complications have been reported as a result of this event.